Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2019, the ipg failed to establish communication with external devices after intra-operative impedance testing. Reportedly, the ipg was set in surgery mode prior to the procedure and taken out of surgery mode to perform intra- operative impedance testing. The ipg was deemed inoperable. As a result, the ipg was replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. Actions have been taken to prevent reoccurrence.